Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: although the review of the dhrs review are required for MDR¿s per ms-qs-083, a review could not be performed as the lot number was not provided. Received one used q-syte unit attached to an administration set. Nine photos were submitted for review. Visual/microscopic examination: observed slit tears on the septum top disk. Water leak test: q-syte was leak tested in the actuated and un-actuated positions; leakage was not confirmed in the actuated or un-actuated positions. Septum column tear assessment: damage (tear) observed along the column wall. Bottom septum evaluation: the returned unit was disassembled to evaluate the bottom septum condition. Observed a slit tear on the septum bottom disk. Photo of the slit centeredness: the septum slit cut was not off center investigation conclusion: indeterminate: the defect leakage was not confirmed nor replicated with the returned unit. Although leakage was not confirmed, the presence of the column tear is indicative of leakage. A definite source that caused damage to the column tear; which could have contributed to the leakage, could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations.

Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device there was an issue with leakage. There was no report of injury or medical intervention.